Event description:
Physician reported leak in device tubing first noticed when the patient had a sudden loss of restriction. The "defective area of tubing cut, removed and then the rest of tubing was reattached. Original port still in place".

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the patient data.